Event description:
During mantis surgery, the surgeon inserted the polyaxial screw to l3 and l4. L5 and s1 skipped for pyogenic spondylitis. And the screw was inserted to the ilium. When the surgeon used the persuader and did the push of the rod into the screw head, the head of the screw (tab) broke. The surgeon was not able to remove fragment. Afterwards, the surgeon changed the broken screw to another size screw.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review, visual inspection. Results: there have been 20 total complaints involving 22 units relating to broken tulip tabs during surgery. The device history of this product's lot was reviewed and no deviations were noted. Previous complaints were metallurgically analyzed and no issues were found. The previous complaints concluded that the tab fracture was the result of cantilever forces being applied to the blades while using the mantis persuader. In this case the surgeon was able to use another screw to replace the fractured screw. The surgeon was not able to retrieve the broken fragment, but it is mfg from implant grade titanium alloy. Conclusion: a CAPA has been initiated to address these types of failures and the root cause analysis has concluded that the failures are user-related. Screw-head tab breakage occurred due to the user applying cantilever forces to screw-blade assembly with the mantis persuader.